Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches display window, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 165 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.